Manufacturer narrative:
The endoscope has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. However, a picture of the endoscope was provided by the customer. Failure analysis engineering (fae) determined, based on the picture provided, that it seemed that one of the distal window lens was missing. Fae compared the endoscope picture with an in-house endoscope and found that the light in the picture was deflecting off on the left lens but was not deflecting on the right lens. Based on this, it appeared that the distal window lens was missing from the right eye. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the lens of the endoscope was found to be missing and the location of the missing piece is unknown. At this time, it is also unknown if the endoscope lens fell in the patient and was retained. Furthermore, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noted that a piece of the endoscope broke and fell off. The customer was unsure when the piece became missing and performed an x-ray as precaution. The customer could not confirm whether the endoscope was already broken or if it broke during the procedure. There was no report of patient harm, adverse outcome or injury. On may 5, 2017 intuitive surgical, inc. (Isi) received the following additional information from the robotics coordinator: the robotics coordinator indicated that the endoscope was not inspected thoroughly prior to use. The surgeon noted that one eye was blurry during the procedure. Furthermore, it was reported that the patient was doing fine and was discharged from the hospital the following day.